Manufacturer narrative:
The device is an automatic external defibrillator and the customer returned the actual device for evaluation. Factory service confirmed the reported low speaker voice prompt volume. The factory service technician found metal shavings on the speaker cone. The metal shavings increased the weight of the speaker cone, causing it to move less when activated, causing a lower volume. The source of the metal shavings appears to be external as there is no place within the unit where metal shavings could originate. Factory service replaced the front panel, which contains the speaker, which resolved the low voice prompt volume. They returned the repaired device to the customer after passing acceptance testing.

Event description:
The customer reported, that the speaker voice prompt volume was low and getting worse. No patient involvement.